Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii 24gax0.75in prn slm npvc leaked the following information was provided by the initial reporter; at 9:00 on (B)(6) 2023, when the nurse performed an indwelling needle puncture for the patient, she found that the indwelling needle catheter was leaking, which caused the patient to fail to puncture, causing the patient to be dissatisfied with the nursing operation technology. After the nurse communicated with the patient and his family, replace the indwelling needle and perform intravenous rehydration

Event description:
No additional information provided.

Manufacturer narrative:
A complaint history review cannot be performed as no material and batch/lot number was provided. A device history record(DHR) review could not be performed as no material and batch/lot number was made available for this reported event. A retain sample analysis review could not be performed as no material and batch/lot number was made available for this reported event. A review of the applicable aeura srd-rm0019 rev 15 indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation. Root cause couldn't be determined due to unavailability of sample and batch/lot number information. H3 other text : see narrative.